Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient developed an infection that required complete explant of the system. Additional information received reported that it was unknown if cultures were done. It was noted that the location of the infection was the spinal incision. It was noted that the patient was doing fine.